Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Heartsine technologies ltd evaluated the device and verified the reported issue. The cause was determined to be due to damaged pogo pins. Upon return of the device to heartsine investigation found the pogo pin had been sheared off. This damage was most likely caused during an attempted pad-pak insertion. This is supported by similar damage to the plastic locator pins in the pad-pak. The device was still able to deliver therapy and the sam 300p was verified as operating correctly during testing. It is therefore concluded that the damage occurred during or prior to the reported sca event and this has caused the device not to detect the attached pads. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
Patient involved. Device would not go pass the place pads prompt. Patient survived to hospital admission.